Event description:
Procedure: removal of hardware and bone growth stimulator. Patient came in to the or for hardware removal due to pain. Pre-op diagnosis was non-union of lumbar fusion l3-s1. Postop diagnosis was union of lumbar fusion l3-s1. Screw broke as it was being removed. Doctor was able to remove the shaft without further incident.